Event description:
On (B)(6) 2014, three different sets were shipped including, mmt-381600 and mmt-921600. Unsure which set was being using at time of death. Country: (B)(6). Name of the person reporting the customer death (B)(6) contact info (or person reporting the death) phone number/email address/cell number. Time and date of the call (B)(6). Date of death (B)(6) 2014. Location of death: at home. Detailed description of all available info regarding cause of death: it was reported she came home from work and was throwing up. Autopsy said that the cannula was bent and she was not getting insulin. Was the customer wearing an insulin pump at time of death: yes. Doctor's name and phone number: dr. (B)(6) other.

Manufacturer narrative:
This incident took place in (B)(6). The case of death was reported as a result of a bent cannula and therefore the pt did not get the insulin according to the autopsy. No relevant testing could be performed. If lot info was available, the batch records and the complaint database were reviewed for relevant deviations and similar complaints. Because we were just notified about this death, we have made this as an initial report, because we need to investigate this case with our distributor to see if we can get additional info.